Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the deterioration of the video connector socket due to the long-term use or the wear of the video connector socket due to the pulling out the video connector without pressing down the locking lever by the user handling. Olympus stated the appropriate handling of cv-190 and the counter measures against abnormalities in the instruction manual of cv-190.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before a procedure, the video connector socket of the subject device was loose, and the endoscopic image was not displayed. The user connected the several other cables to the subject device, the reported issue was not resolved. The technician of olympus (B)(4) performed the on-site support at a later date. There was no report of patient injury associated with this event.